Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent unspecified breast surgery with a 380cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade IV on her right side postoperatively. The patient underwent right side open capsulotomy on (B)(6) year old. The patient was scheduled for surgery on (B)(6) year old. On (B)(6) year old , mentor became aware that the patient also experienced left side device migration, and implant was reused after capsulectomy/capsulorrhaphy on the left side, and right side was replaced with catalog number shpx380; serial number (B)(4) on (B)(6) year old. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that medical device problem code for the re-use of device was mistakenly not added under the previous initial submission. The code has been updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) h6. Medical device problem code

Manufacturer narrative:
On january 11, 2022, mentor became aware that the information received on december 23, 2021 that the patient underwent breast augmentation surgery, and baker grade for the right side was iii/IV, not IV was inadvertently missed under previous submission. Also, the correct manufacturing record evaluation (mre) statement as it was already completed is: "a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures." This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).